Event description:
On (B)(6) 2012, a compliant was received from a dialysis clinic involving the dislodgement of a needle reportedly due to poor adhesion of a tape strip. The tape strip product is used to anchor a venous needle during dialysis therapy. The venous needle became dislodged from the wrist due to the tape not adhering sufficiently. The patient was unattended a the time of dislodgement and therefore lost 200 cc of blood. Treatment was stopped. The facility indicated that the patient was transported to a hospital. Patient was treated and released.

Manufacturer narrative:
A review of the device history record was completed and demonstrated that the product had met specifications. It is suspected that the tape strip was not applied properly, per the directions for use, since previous investigations have demonstrated adhesive properties within device specifications.